Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2019, a 21mm trifecta gt valve was implanted. On (B)(6) 2022, the patient presented to the emergency room with shortness of breath. They were given medications for exacerbation of aortic regurgitation, pneumonia, and bronchial asthma attack. It was revealed via transesophageal echocardiography that the patient had reflux occur due to a leaflet tear and structural valve deterioration (svd). On (B)(6) 2022, the valve was explanted and replaced with a 19mm non-abbott valve. The patient was reported to be stable.

Manufacturer narrative:
Explant due to leaflet tear and structural valve deterioration was reported. The investigation found that leaflet 1 was torn. There was a fold in the leaflet creating incomplete coaptation. There was thin layer of fibrin at leaflets 1 and 3. No acute inflammation or significant calcifications was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site and the cause of the leaflet tear could not be conclusively determined.